Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: white and red particles and a broken shell. A weight test of the explanted material was verified and it was underweight. Microscopic analysis of the returned device identified: a broken shell with a sharp edge where localized induced stresses in the posterior side assessed as surgical impact and non penetrating nicks. A dimension measurement in the shell was performed, which identified that the thickness was within specification. Based on the device analysis the final assessment is: a broken shell with a sharp edge, with localized induced stresses assessed as surgical impact.

Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.